Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. No alarm. Motor passed motor test. Missing end cap sticker.

Event description:
It was reported that the insulin alarmed during the rewind/prime process. Insulin squirted out during the prime process. The blood glucose reading is 91 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.